Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient was operated on to repair an incarcerated ventral hernia, during which an unspecified ventralex mesh was implanted. The attorney alleges that as a result of the product implanted, the patient allegedly has experienced significant physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated incisional ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿hernia sac at the right lower quadrant was reduced and adherent small bowel were taken down. Then a ventralex mesh was placed and secured to the rectus fascia using sutures.¿ (B)(6) 2016 - patient was diagnosed with left adnexal mass and pain thereby underwent open repair with removal of ventralex mesh, resection of left ovarian mass and right salpingo-oophorectomy. Per operative notes, ¿extensive bowel adhesions to the right pelvic side wall and the abdominal wall were identified. An old piece of mesh eroding through the right abdominal wall involving small bowel was noted and excised.¿ attorney alleges that the patient had adhesions, infection, other organ perforation, pain and suffering. It was also alleged that due to the erosion of the mesh, plaintiff had to undergo a second surgery and developed an infection causing plaintiff to endure additional treatment and rehabilitation.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of ventralex mesh, patient was diagnosed with erosion, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists erosion, adhesions and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Updated fields: a2, a4, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h3, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient was operated on to repair an incarcerated ventral hernia, during which an unspecified ventralex mesh was implanted. The attorney alleges that as a result of the product implanted, the patient allegedly has experienced significant physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.